Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The device was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported 'high power' event was confirmed via controller log files which indicated power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The most likely root cause of the [?]high power' consumption is attributed to thrombus formation/ingestion within the device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately nine and a half months after implantation, the patient presented with high power alarms and was hospitalized. Evaluation revealed hemolytic urine, increased ldh and subtherapeutic inr. After administration of a heparin infusion pump power decreased, inr range was adjusted and the patient was discharged.